Event description:
A trocar tip was reported to have detached in a patient. The tip was immediately removed. A photograph of the trocar body was provided by the account. The trocar that failed was not returned. However, 11 unopened products of the same lot, from this account, were returned for evaluation.

Manufacturer narrative:
Upon receiving this report, all in-house stock was re-examined to assure product met specifications and was confirmed acceptable. Inspection of a photograph of the trocar body, provided by the account, showed no crimps at the distal end of the trocar body. The trocar that failed was not returned. However, 11 unopened products of the same lot, from this account, were returned for evaluation. All 11 trocars were visually inspected and found to have crimps at the tip. A pull test was performed on all 11 trocars and all were found to be within specifications. The spec is 10 lbf minimum and all exceeded 50 lbf. The root cause was attributed to a manufacturing defect. One trocar made it through the manufacturing process without being crimped. No previous complaints of this nature have been reported against this lot.